Manufacturer narrative:
This medwatch report is for the compact plus system used. (B)(4).

Event description:
Reporter alleged the customer obtained a result of 309 mg/dl on the advantage system compared back to back with a result of 58 mg/dl on the compact plus system when testing was performed within 10 minutes. Reporter stated that he gave her some juice as she was having hypoglycemic symptoms. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.